Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime and fill anomaly noted during testing. The insulin pump had missing end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin was squirting during manual prime process. The customer reported that they received a no delivery alarm. The customer's blood glucose was 25.0 mmol/l at the time of incident. The customer stated that the insulin continued to drip after letting go of the act button during the prime process. The insulin pump will be returned for analysis.